Event description:
This ra lead was implanted on (B)(6) 2003, was capped on (B)(6) 2018 and was later explanted on (B)(6) 2018. This lead was noted to be a part of an implant attempt due to dissected coronary vein. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).